Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated a tampon broke in half during removal and half of the pledget remained inside. This event occurred with one tampon. The consumer stated she experienced vaginal discharge. She sought medical assistance from a gyn who removed a small piece of pledget and placed her on prophylactic oral antibiotic therapy. She was not diagnosed with any health problems related to this event. No further information is available at this time.